Manufacturer narrative:
Concomitant medical products: 5076, implanted: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month post generator changeout procedure the implantable cardioverter defibrillator (ICD) system was explanted due to infection. The ICD system was not replaced. No further patient complications have been reported as a result of this event.